Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23. The customer reported no adverse event. The event involved product(s) mmt-1781kl. Troubleshooting was performed, customer reported receiving pump error 23. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1781kl was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test and self test. Test p-cap locked properly into the reservoir compartment. Pump communicated properly with the test guardian link transmitter, no weak signal alarms were noted. No unexpected pump error 23 alarms were noted during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 54 alarm (file #: 32122, line #: 1421, esf#: 3010978) on the event date of 29-mar-2024 at 05:26:29.000 due to a possible hardware failure. Pump alarmed a pump error 3 on the event date of 29-mar-2024 at 05:26:31.000. Pump alarmed a pump error 23 alarm on the event date of 29-mar-2024 at 12:45:04.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump error 23 was not confirmed during testing. Weak signal alarm was not confirmed during testing. Pump error 53 alarms was confirmed in the pump history files and traces due to a hardware failure, problem isolated to the electronic assembly. Pump error 3 was confirmed in the pump history files and traces as a consequence of pump error 53. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.